Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female who underwent a breast augmentation revision with mentor memorygel 350cc breast implant experienced left sided silent rupture, and bilateral capsular contracture, grade iii on the right, and grade ii on the left side post procedure. A physical, and CT scan examination confirmed the issue. As a result, the patient underwent open capsulotomy with evacuation of all silicone material, and removal of ruptured left implant and replacement with cat#: 3503504bc, sn#: (B)(4), and capsulorrhaphy of the medial capsule on (B)(6) 2021. This report relates to the left prosthesis.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. (B)(4).

Event description:
It was reported that a (B)(6) female who underwent a breast augmentation revision with mentor memorygel 350cc breast implant experienced left sided silent rupture, and bilateral capsular contracture, grade iii on the right, and grade ii on the left side post procedure. A physical, and CT scan examination confirmed the issue. As a result, the patient underwent open capsulotomy with evacuation of all silicone material, and removal of ruptured left implant and replacement with cat#: 3503504bc, sn#: (B)(4), and capsulorrhaphy of the medial capsule on (B)(6) 2021. This report relates to the left prosthesis.